Event description:
A malfunction alarm was reported by the customer, specifically displaying a malfunction code ¿malf 12.¿ there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the customer in successfully doing so. After the reset, the malfunction did not recur, and it was concluded that the customer may continue using the pump. The customer declined further assistance and was advised to call back if the issue recurred.